Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025 at 2:00 am, the patient received a cgm alerting a value of 350 mg/dl. The cgm began to drop, but she couldn¿t recall the exact numbers. The patient drank some orange juice, took glucose tablets, and glucagon. The patient is unable to recall any cgm readings. The patient does not have a bg meter to check for comparison. The patient did not have any symptoms and was feeling fine during the incident but was worried that her cgm is not providing correct readings. The last time she checked her cgm it displayed 45 mg/dl. Around 2:30 am, she called a friend to take her to the emergency room (ER). Upon arrival, a finger stick was taken by the doctor and showed her glucose was 415 mg/dl. The patient was given an insulin injection and was monitored and discharged around 6:00 am. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.